Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display became distorted and blanked out. The customer indicated that they changed the battery and the device failed to power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.